Event description:
It was reported that the user experienced hyperglycemia while participating in the ilet experience study and stated an inability to connect a libre 3 plus sensor to the ilet pump, with no alerts or alarms reported. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for further information to assess severity and treatment, with no hospitalization reported. Investigation included outreach to obtain additional event details and blood glucose information. Investigation of this case revealed that the cause of the hyperglycemia was unclear given the reported connectivity issue between the cgm and the pump and the absence of alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.